Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported downstream occlusion error was not reproduced. A review of the event history log revealed ¿downstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification downstream sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test ing in the biomedical service department. There was no patient involvement. No additional information is available.